Event description:
Procedure: lap gastric bypass. Reportedly, the needle broke in half. Half of the needle was retrieved and half of the needle was left in the patient. An x-ray taken and it was determined that the patient was not harmed.